Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pocket 3.1-d3 cubie would not fail nor pop out. The field service engineer (fse) assisted user with relocating the medication to another location within the machine. The fse then worked remotely with the customer to relocate the medication to half-height drawer 2-1, pocket d3. The fse released all pockets and inspected the trays for any evidence of debris or spills; none were found. The ribbon cable was checked and found to be partially seated at row e, and the fse reseated it. As preventive maintenance, the fse inspected the inside of the rear chassis and made appropriate adjustments as needed. Additionally, the fse inspected the remaining hardware and made necessary adjustments. The battery was out of compliance by date and was replaced as a proactive measure. All software was confirmed to be current. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pocket 3.1-d3 cubie will not fail nor pop out. Unable to pull medication from cubie, says requires further maintenance. There were no adverse events or injuries reported based on this event.